Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 33.3 mmol/l in the morning. Customer used the insulin pen and insulin pump to treat the high blood glucose. Customer stated at the moment of calling the blood glucose was 24.6 mmol/l and at the end it was 17.4 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not on auto mode feature. Customer stated that displacement verification test, self test and cannula 5u fill test were passed and they not bale to do the high pressure test. The insulin pump will not returned for analysis.